Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Complaint was forwarded to packaging and internal evaluation was completed: packaging records were reviewed, no abnormalities observed. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint that a vial of true focus test strips was in a box that was labeled true metrix. Customer stated that the that product was sealed and intact when she got it from the pharmacy less than 30 minutes ago. The true focus test strip lot number is nb1023, manufacturer's expiration date is 01/30/2026. Caller stated the true metrix lot number printed on the box is zb5571s. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.

Manufacturer narrative:
Sections with additional information as of 12-aug-2024: h10: retention testing was performed using test strips from the same lot (true metrix). Retention strip lot passed within specifications. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc.